Event description:
Additional information received indicated all four leads were fractured which was confirmed by x-ray and visibly seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective coverage of pain relief due to high impedances on all leads. As such surgical intervention took place where the leads were explanted and replaced in order to restore therapy.